Event description:
Pulmonetic systems, inc. Received the following report from a rep of facility: occurred in the home. Nurse reports vent repeatedly switched power sources, external <-> internal. At some point the ventilator lost extternal power and shut down. Unit alarmed and displayed power loss. Power source at the time of event: ac; primary power source: ac; accessories used: hme, o2 power source.